Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads were explanted and replaced due to an infection. The non-boston scientific implantable device was also explanted and replaced. No additional adverse patient effects were reported. The ra and rv leads are retained at the healthcare facility and are not expected to be returned for analysis.